Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation- uterus / migration') and embedded device ('cornu shows a metallic coil device focally embedded within the myometrium') in a 39-year-old female patient who had essure (batch no. C59245) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, uterine fibroids, hypothyroidism and cholecystectomy. Previously administered products included for an unreported indication: depo provera and loestrin 24 fe. Concurrent conditions included menses irregular and breast pain. Concomitant products included levothyroxine sodium (unithroid) and vitamin d nos (vitamin d). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) of 2016, the patient experienced pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmennorhea (cramping), fatigue ("fatigue"), migraine ("migraine, migraines / headaches"), mood swings ("hormonal changes: mood swings") and crying ("crying") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion ("cornu shows a metallic coil device focally embedded within the myometrium"), abdominal pain ("abdominal pain"), nausea ("nausea"), abdominal pain lower ("abdominal pain lower right side"), back pain ("lower back pain"), pain in extremity ("right leg pain"), headache ("headaches") and vaginal haemorrhage ("spotting"). The patient was treated with surgery (laparoscopic total hysterectomy with bilateral salpingectomy with da vinci robotic assistance). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, embedded device, device expulsion, pelvic pain, dysmenorrhoea, abdominal pain, fatigue, migraine, nausea, weight increased, mood swings, crying and vaginal haemorrhage outcome was unknown and the abdominal pain lower, back pain, pain in extremity and headache had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, crying, device expulsion, dysmenorrhoea, embedded device, fatigue, headache, migraine, mood swings, nausea, pain in extremity, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she received treatment for, dysmennorhea (cramping), pelvic pain, abdominal pain, migration and uterine perforation. Discrepancy noted in patient's dob: (B)(6) 1975, (B)(6) 1976 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.7 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2018: impression: no acute abdomen pelvic pathology. There is a punctate non obstructing calculus in both kidneys. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Mammogram - on (B)(6) 2017: negative mammogram. There is no mammographic evidence of malignancy. Pathology test - on (B)(6) 2018: adenomyosis, leiomyomata, bilateral fallopian tubes with paratubal cysts. Ultrasound breast - on (B)(6) 2018: negative mammogram and negative left breast ultrasound. Ultrasound scan vagina - on (B)(6) 2018: known bilateral fallopian tube occlusion coils were not identified on this study. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation- uterus / migration') and embedded device ('cornu shows a metallic coil device focally embedded within the myometrium') in a 39-year-old female patient who had essure (batch no: c59245) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, uterine fibroids, hypothyroidism and cholecystectomy. Previously administered products included for an unreported indication: depo provera and loestrin 24 fe. Concurrent conditions included menses irregular and breast pain. Concomitant products included levothyroxine sodium (unithroid) and vitamin d nos (vitamin d). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmennorhea (cramping)"), fatigue ("fatigue"), migraine ("migraine, migraines / headaches"), mood swings ("hormonal changes: mood swings") and crying ("crying") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion ("cornu shows a metallic coil device focally embedded within the myometrium"), abdominal pain ("abdominal pain"), nausea ("nausea"), abdominal pain lower ("abdominal pain lower right side"), back pain ("lower back pain"), pain in extremity ("right leg pain"), headache ("headaches") and vaginal haemorrhage ("spotting"). The patient was treated with surgery (laparoscopic total hysterectomy with bilateral salpingectomy with da vinci robotic assistance). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, embedded device, device expulsion, pelvic pain, dysmenorrhoea, abdominal pain, fatigue, migraine, nausea, weight increased, mood swings, crying and vaginal haemorrhage outcome was unknown and the abdominal pain lower, back pain, pain in extremity and headache had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, crying, device expulsion, dysmenorrhoea, embedded device, fatigue, headache, migraine, mood swings, nausea, pain in extremity, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she received treatment for, dysmennorhea (cramping), pelvic pain, abdominal pain, migration and uterine perforation. Discrepancy noted in patient's dob: on (B)(6) 1975, on (B)(6) 1976. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.7 kg/sqm. Computerised tomogram abdomen: on (B)(6) 2018: impression: no acute abdomen pelvic pathology. There is a punctate non obstructing calculus in both kidneys. Hysterosalpingogram: on (B)(6) 2016: results: total bilateral occlusion. Mammogram: on (B)(6) 2017: impression: negative mammogram. There is no mammographic evidence of malignancy. Pathology test: on (B)(6) 2018: final pathologic diagnosis: uterus, cervix and bilateral fallopian tubes, hysterectomy and bilateral. Salpingectomy: cervix with acute and chronic inflammation. Uterus. Proliferative endometrium. Adenomyosis. Leiomyomata. Bilateral fallopian tubes with paratusal cysts. Ultrasound breast: on (B)(6) 2018: impression: negative mammogram and negative left breast ultrasound. Ultrasound scan vagina: on (B)(6) 2018: the uterus is normal. Measuring 7.6 x 3.3 x 4.2 cm. Endometrium is normal, measuring 8 mm in. Diameter, neither. Ovary is identified due to overlying bowel gas. There is no free fluid. The known bilateral fallopian. Tube occlusion. Coils are not identified on this study. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jan-2020: pfs & mr received: lot no. Was added. New events - spotting, headaches, right leg pain, lower back pain, abdominal pain lower right side, crying, mood swings were added. Event added from medical records - cornu shows a metallic coil device focally embedded within the myometrium were added. Severity of event abdominal pain lower. Back pain, right leg pain, headaches were updated as severe. Outcome of events abdominal pain lower. Back pain, right leg pain, headaches were updated as recovered/resolved. Reporter's information, medical history, concomitant condition, historical drugs, lab data were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation- uterus / migration ') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), fatigue ("fatigue"), migraine ("migraine") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, pelvic pain, dysmenorrhoea, abdominal pain, fatigue, migraine, nausea and weight increased outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fatigue, migraine, nausea, pelvic pain, uterine perforation and weight increased to be related to essure. The reporter commented: she received treatment for, dysmenorrhea (cramping), pelvic pain, abdominal pain, migration and uterine perforation. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2016: essure confirmation test(s) (unspecified)-bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received. Product indication and essure implant date updated. Essure explant date added. Case became incident. Previously reported ¿injury¿ was updated to pelvic pain. Events- migration/perforation- uterus, dysmenorrhea (cramping), abdominal pain, fatigue, migraine, nausea and weight gain were added. Lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.